Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient inserted infusion set in to lean insertion site led to high blood glucose event on 25 feb 2026, treated with multiple daily injections. No further information available.